Manufacturer narrative:
Device labeling single use or reuse. Conclusions: no evaluation will be performed.

Event description:
On (B)(6) 2013 a patient (pt) notified (B)(6) reporting a corneal ulcer (cu) while wearing acuvue oasys contact lenses. The event is captured in MDR #1033553-2013-00167. While collecting information the patient mentioned having experienced 2 prior corneal ulcer events (od & os) in 2012. Our affiliate investigated and located documentation of ocular events from 2012 that weren't entered into our complaint handling system. The patient was wearing acuvue oasys od and acuvue advance os when the adverse events occurred. The report indicated the patient was treated with "zypred one drop of 4/4 hour for 7 days" but it's not clear which eye was treated with zypred and how often it was prescribed. This report is for the od event. Based on limited information and unknown nature of the reported ulcer; event reported as worst case. Report # 1033553-2013-00169 submitted for os event in 2012.